Event description:
It was reported that the patient had an unscheduled carelink transmission due to a lead integrity alert (lia) from their cardiac resynchronization therapy - defibrillator (crt-d)device. The patient was brought in and the device was reprogrammed. The lead remains in service. The patient is enrolled in the clinical service clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d234trk implantable cardioverter defibrillator, implanted: unknown. (B)(4).